Manufacturer narrative:
Fractured portion of sheath was inspected under magnification, and a cut was observed 40 mm from the sheath tip which may have been created due to contact with a sharp edge. The manufacturing process was reviewed and it was determined that a fracture such as that observed is not possible to occur as a result of the manufacturing process since no sharps are used during the manufacturing process. Therefore a possible cause is that a sharp object such as an anesthetizing needle came into contact with the sheath which resulted in a decrease in its tensile strength and it fractured at the point of the cut when the sheath was pulled out. The medical device involved in the reported event is sold only in (B)(4) . Therefore, the information on the equivalent device to the complaint device that was cleared under k141070 is filled in §1, 2, and 4 of "d. Suspect medical device" in this report.

Event description:
On (B)(6) 2016 at the (B)(6) in (B)(6) it was reported that when the supersheath device was pulled out, it was found to be fractured.